Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that removal difficulties were encountered. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. The balloon was completely deflated but during removal, there was resistance when the device was pulled into the guiding and the device was difficult to remove. The procedure had been completed with this device. There was no injury to the patient.

Event description:
It was reported that removal difficulties were encountered. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. The balloon was completely deflated but during removal, there was resistance when the device was pulled into the guiding and the device was difficult to remove. The procedure had been completed with this device. There was no injury to the patient.

Manufacturer narrative:
E1. (B)(6). The device was returned for analysis. A visual and microscopic examination of the balloon identified no damage to the balloon material. The balloon was in a deflated state. A visual and microscopic examination revealed that blades 1 and 2 were fully bonded onto the balloon with no damages being observed; the blades and pads were fully intact. A visual and microscopic examination of blade 3 revealed that the proximal section of the blade (approximately 5mm) was detached from the balloon and was not returned for analysis. The proximal end of the distal segment of blade was raised. The entire blade pad for blade 3 was fully intact. A visual, microscopic and tactile examination of the hypotube/shaft found no kinks. The markerbands were examined and no issues were noted. The tip was damaged at its distal end. Due to the damaged blade section it was not possible to test for insertion/removal difficulties through a guide. The guide catheter used by the physician was not returned with this device.